Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be duplicated. The device passed the leak dunk test. The forceps cover glue was found peeling and the rubber glue was cracked. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that there was a shadow on the image while using a gastrovideoscope during a procedure. No patient harm or injuries have been reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 8 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".